Event description:
It was reported the patient's device malfunctioned and was explanted. The patient was scheduled for replacement surgery in late 2008. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.